Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Reportedly, customer consumed glucose gummies to address bg level. Customer declined troubleshooting with tandem technical support and declined to provide further information.